Event description:
A customer reported experiencing a malfunction identified as 16-0x20e6 with their device. There was no information available regarding any impact on the customer¿s blood glucose level. The customer decided to return the device, and a replacement pump with serial number (B)(6) was issued, with the return expected by (B)(6) 2025.